Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, it was found that the distal part of the sphincterotome was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information 15sep2020. Reportedly, the probem was noticed during the procedure before use and no part of the device was detached inside the patient.

Manufacturer narrative:
Additional information: b5. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, it was found that the distal part of the sphincterotome was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.